Manufacturer narrative:
(B)(6). Date returned to manufacturer is unknown. The date of investigation was used. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was not observed.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had low volume. No serious injury medical intervention.

Event description:
It was reported that the bd vacutainer k2 edta (k2e) 5.4mg blood collection tubes had low volume. No serious injury medical intervention.

Manufacturer narrative:
The device history records for batch 6216530 have been reviewed with no issues being identified.